Manufacturer narrative:
Heartflow provided the investigation results to the customer. The physician reported that the patient did undergo a cardiac catheterization procedure on an unknown date, and it was recommended that they start aggresive therapy. The physician also provided the following partial catheterization findings "40% distal lm, 50% ostial cx, 50% proximal lad confirmed by ifr," but they did not include the actual ifr values or images. Heartflow requested further information from the physician, however, no other information is available at this time.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential false negative. Hfid # (B)(6): the investigation determined that the left main artery bifurcation and ostial left circuflex (lcx) artery were modeled larger than what is indicated in the computed tomography (CT) data due to misinterpretation by heartflow's automated technology and inspection process. Heartflow will be notifying the customer of the product investigation results. While heartflow has identified this issue, at this moment the physician has not provided any feedback indicating a safety event with the patient. If any new information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.

Event description:
Heartflow identified a potential false negative result.